Manufacturer narrative:
Investigation summary: DHR was reviewed and no qn found; mfg records was reviewed and no abnormal found; investigation conclusion: base on investigation, the complaint is not manufacture issue. 7pcs retention sample was reviewed and no failure found;7pcs. 16pcs returned sample was reviewed and no failure found;16pcs;

Event description:
It was reported that foreign matter was found with pen needle 32gx4mm 7 pack. The following information was provided by the initial reporter, "it was found the tip of needle black spot, rust when opening the package. During the period from 5 april to 13 april, the needle does not penetrate."